Event description:
It was reported on (B)(6) 2026 that the patient¿s seven infusion sets adhesive were not stick to skin upon insertion and fell off before insertion.

Manufacturer narrative:
MDR 3003442380-2026-47478 / initial 4 of 7e1:name (B)(6) based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress . To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number;reporting site: 8021545;manufacturing site: 3003442380.